Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer however, customer required assistance by hospital staff. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.